Manufacturer narrative:
The hillrom technician found the siderail assembly needed to be replaced and the software needed updated. Per the hillrom service manual, it is necessary for the centrella¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Do the function checks as applicable for your bed. If the bed passes all of the checks for its configuration, do the necessary administrative tasks, and prepare the bed to be put into service. If the bed does not pass all of the checks, repair or replace the part as applicable. Do not put the bed into service until it passes all of the checks. Warning¿report to bed authorized maintenance persons any unusual sounds, burning odors, or movement deviations observed in the controls, motors, or limit switch functions. Check the cable connection between the mcb and bcb. Replace or connect the cable as necessary. Replace the bcb. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the siderail assembly and updated the bed software to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from the customer stating the bed was displaying an error and buttons on the caregiver panel were stuck. After replacement of the siderail panel by the customer, and further evaluation of the bed was completed by hillrom, the hillrom technician found that the bed was running into trendelenburg position as soon as the bed was plugged in. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).